Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot the station. A technical service engineer took troubleshooted and found unable to dial into anesthesia device (rss timeouts) but patient has been recently discharged. No other issues found. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system had a application error which multiple patients are not showing up on the anesthesia station. The customer reported that the user was able to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.